Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. It was determined that the bar code checksum digit on the lh750 analyzer was disabled. If it had been enabled, the lh750 analyzer would not have reported a mis-read sample ID. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy. Customer was given information on how to enable checksum digit. Service was not dispatched to the site.

Event description:
The customer reported that on (B)(6) 2009, the lh750 hematology analyzer misread the barcode on sample (B)(4) as (B)(4) with a 'no match' error message. The sample label was read correctly on rerun. There were no erroneous or mis-identified samples reported outside of the laboratory. There were no reported changes to patient treatment as a result of this incident.